Event description:
Reporting status: serious injury - medical intervention. Reporting rational: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the pt presented to the emergency department with chest pain radiating to the shoulder five months following stent implant. The admitting diagnosis was chest pain. This required new hospitalization and percutaneous coronary intervention of the target vessel and non-target vessel was performed to treat distal in-stent restenosis of 90% in 2009. No additional event or pt information is available.

Manufacturer narrative:
Angina and restenosis, as noted in the instructions for use, are known adverse events associated with stenting and are not necessarily an indication of a product quality issue. Additionally, angina, restenosis and hospitalization are listed in the risk assessment as no-fault conditions. Since there was no reported device malfunction, there does not appear to be any indications of a stent delivery system quality deficiency. Angina is likely a secondary effect of the restenosis. Which was treated with percutaneous coronary intervention. Although there is no indication of a product quality discrepancy, a conclusive root cause for the reported pt effects cannot be determined.